Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found that there was foreign material clogging the nozzle noted to be attributed to handling issue. Furthermore, the following defects were identified during device inspection: scratch on ccd lens unit, a-rubber glue (insertion part). Angulation, wire stopped (control unit) less than the specifications. Air supply volume idle (failed). Air function /air flow (failed) . Water function, water flow (failed). Evaluation findings found foreign matter clogged in the device nozzle, causing insufficient and failed air/water flow function. The reported issue of "bad wire. Clogged in flushing ducts blowing and not flushing " could be confirmed. Service repair noted , failure found attributed to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported " bad wire. Clogged in flushing ducts blowing and not flushing, cleaned when handed in, washed in the dishwasher 2 times". The reported issue found during reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material clogging in the nozzle (reprocessing issue, handling issue) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.